Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had an unrelated procedure where the ipg was not set to surgery mode, causing the ipg to become inoperable. A manufacturer representative met with the patient and was able to connect to the ipg and restore therapy.